Event description:
Per the audiologist, the patient reported decreasing performance while using the cochlear implant system over the past two years. Reportedly, the patient fell a year after surgery (date not reported) and developed a "major ear infection". The patient was treated with IV antibiotics. In 2008 during an integrity test, the patient reported significant pain during some stimulation. Results of the integrity tests were consistent with normal receiver/simulator function. The electrode tests cannot be evaluated until radiography results are reported. A CT scan or x-ray was scheduled for about one week. Further information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.